Manufacturer narrative:
The customer opened the device to check if there was any loose connection or any visible damage that was not found. At the moment the device runing with no issues. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: before connecting the patient, the unit had a black screen with no reason at the 8.2.23 12:58 completely without being able to turn it on again. The customer removed the battery from the device and after this the device turned on as usual. The customer opened the device to check if there was any loose connection or any visible damage that was not found. At the moment the device runing with no issues. No patient harm or consequences occurred.

Event description:
The following was reported to hamiton medical ag: before connecting the patient, the unit had a black screen with no reason at the 8.2.23 12:58 completely without being able to turn it on again. The customer removed the battery from the device and after this the device turned on as usual. The customer opened the device to check if there was any loose connection or any visible damage that was not found. At the moment the device runing with no issues. No patient harm or consequences occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).